Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is (B)(4).

Event description:
An ophthalmic surgeon reported that the two purple irrigation sleeves are different and that the thinner and lighter colored sleeve fits the tip more loosely causing the irrigation to leak forcefully from the wound and caused corneal edema during an unknown number of cataract procedures. The product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history records showed the product was released per specifications. The customer returned four infusion sleeves. The infusion sleeves were visually inspected and it was found that there was a very slight difference in the shading in the color of the sleeves. The shaft of the sleeves were also measured, all four sleeves met specifications. The root cause of the customers complaint was confirmed of the slight difference in color, the four sleeves has a very slight difference in the color shading; however, even with the slight color difference the four sleeves met specifications. The color discrepancy between the three infusion sleeves is because the samples were produced in different molds, and were in specification by the solid chips uncoated pantone®. The color difference does not affect the thickness of the infusion sleeve. The shafts of the sleeves were also measured and all four sleeves met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications. (B)(4).